Event description:
It was reported that the bd angiocath¿ IV catheter needle through catheter while introducing catheter the patient's vein resulting in adverse event edema. The following information was provided by the initial reporter, translated from portuguese: "when puncturing the patient, the silicone tore the mandril, causing edema in the vein."

Manufacturer narrative:
H6: investigation summary a device history record review was completed for provided material number 38833314 and lot number 2174125. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for return, a thorough sample analysis could not be completed. Based on the limited investigation results, an exact cause could not be determined for this reported incident. H3 other text : see h10.

Event description:
It was reported that the bd angiocath¿ IV catheter silicone tore the mandrel when puncturing the patient's vein resulting in adverse event edema. The following information was provided by the initial reporter, translated from portuguese: "when puncturing the patient, the silicone tore the mandril, causing edema in the vein."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.